Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer stated that she was trying to enter her bolus in and the numbers were going very fast. The customer was able to stop the numbers but received the alarm afterwards. The customer's blood glucose was 80 mg/dl. Troubleshooting was done. The customer did not recall any significant events leading to the alarm. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarm or unexpected numbers ramping/scrolling on their own noted. The also had cracked battery tube threads and minor scratches on the display window.